Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized. Customer did not provide further information regarding event and did not confirm date of birth or pump serial number. Customer disconnected from call with tandem technical support (cts). Although multiple attempts were made by cts to obtain additional information, customer did not reply.